Event description:
Pt spontaneously called in to answering service after hours, she said she is having a pump malfunction (sn#(B)(4)). Her pump is displaying as ready to change cartridge, however after a few mins, the display would change to 0.354ml/hr and then it would change again to 0.037 ml/hr. She called her nurse and she has advised to call pharmacy to request and send her a replacement pump. No further info is known. The product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. They did replace the device. Dose or amount: 28.25 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.